Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 42 mg/dl the day before and her blood glucose was 240 mg/dl during the no delivery alarm. The customer stated that when she received a no delivery alarm when she was getting a bolus. The customer treated her low blood glucose with orange juice. The customer was not admitted for medical treatment. The customer mentioned that she experienced stress. The customer also mentioned that the insulin pump was exposed to a body scanner at the airport. The customer stated that her lips got numb after she had eaten a nut. The customer also stated that her blood glucose reached 400 mg/dl at the end of the call. The customer treated her high blood glucose with a bolus from an insulin pen. The insulin pump passed the displacement test. The customer declined to return the insulin pump for analysis.